Manufacturer narrative:
Additional information: h6, h11. H11: the device was received, and photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the set access pre-pump pod. An underwater air leak test was preformed on the actual sample, and a leak was observed at the level of the pod membrane. This component is manufactured and assembled by vantive internal suppliers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the pressure pod of a prismaflex st100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.